Event description:
It was reported via medwatch (B)(4)that device broke inside the catheter. A 180x25cm fathom? -16 guidewire was selected for image-guided hepatic angiography and mapping with transcatheter embolization. However, it was noted that the guidewire broke inside the catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2025 as the event date was not reported. G4 - premarket / 510(k) #: k111485, k170636. Good faith effort attempts were made to retrieve device status, but further information was unable to be obtained.